Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma, inflammatory response, lung disease, lung damage, copd and respiratory issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.